Manufacturer narrative:
The clip remains in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report a clip the opened during efaa and while locked. It was reported that on (B)(6) 2022, a patient presented with grade 4 functional mitral regurgitation (mr) and a restricted posterior. This was second clip used in the procedure with three mitraclips. The xtw clip was prepared per instructions for use (IFU). The clip was positioned in the left atrium, then crossed the mitral valve. Upon the deployment sequence, during establishing final arm angle (efaa), it was noted that the clip settled to 10 to 15 degrees while opening to a loose neutral. Efaa was repeated with the same result. The xtw clip was unlocked, opened to 60 degrees, locked, then closed, and the efaa was repeated with the same result. It was determined that the lock was holding. The decision was made to deploy the clip. At deployment the clip was placed medially on the valve, opened to 25 to 30 degrees, and remained stable. The mr was reduced to 3. There were no adverse patient effects or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on the available information and without the device to analyze, the reported clip failing establishing final arm angle (efaa) and clip opening while locked (cowl) appear to be due to challenging patient anatomy. The provided image and videos were reviewed by an abbott clinical research and development staff engineer. The reviewer stated ¿one (1) fluoroscopic still image was provided in which two fully deployed clips and one cds (without the clip) can be visualized. This indicates the image was taken post deployment of the second clip (reported device) during the procedure. The second clip (top clip in the image) appears to be opened to ~60°; this is an estimation based on visual assessment with the naked eye and the clip arm angle cannot be confirmed. However, when comparing to the first implanted clip (bottom clip in the image) it is apparent that the second clip (reported device) is opened to a noticeably larger degree, which aligns with the reported incident details regarding the opened state of the second clip post deployment. No pre-deployment cine of the reported clip was provided; as such, no assessment or comment regarding efaa activities, or the pre-deployment state of the clip can be made. To this end, it cannot be confirmed when, or by how much, the clip opened based on the cine provided.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a

Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6).2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).

Event description:
N/a.